Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricle lead exhibited noise reversion. No intervention was performed.

Event description:
New information noted that the right ventricle lead exhibited over-sensing noise. The noise was reproducible. Programming changes were made. There were no patient consequences reported.